Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated the subcutaneous implantable cardioverter defibrillator (s-ICD) implant site was swollen and he is experiencing a burning sensation. Boston scientific technical services (ts) referred the patient to their cardiologist to have the implant site assessed. It is unknown if the patient presented to the clinic. The s-ICD and electrode remain in service.